Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform complaint lot history check due to an unknown lot number for breaks off during use. The occurrence is unknown since the lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using an unspecified bd pen needle the cannula broke. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: pharmacist reported complaint on consumers behalf stated, patient end broke off in his stomach 3 times when taking injection with pen needles from one box. Stated, he was able to get needle out pharmacist did not have any product information other than, it is the nano pro consumer was using pharmacist stated, she is familiar with injection technique and went over it with the consumer but could not answer if he's priming or re-using